Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a pacemaker system implant procedure. During the procedure, while attempting to implant the atrial lead, it was noted that the lead was found to have white material lodged in the helix. The lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.